Event description:
A physician reported that a pt received a second skin test on 7/11/97. On 7/18/97, the pt returned to the physician's office. The second skin test site remained asymptomatic, but symptoms of erythema and imflammation persisted at the glabella. The physician diagnosed a hypersensitivity and administered an intramuscular injection of 40 mg kenalog. On 7/23/97, the pt again returned to the office. It was determined that the kenalog injection was not effective because there was a slight increase in the inflammation and induration at the glabella. The physician prescribed application of cold compresses.